Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information currently unavailable. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed 'high peep', ventilator was not starting and they had to deliver in pressure mode. The customer increased positive end expiratory pressure and was able to complete the case without any reported injury to the patient.

Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/20/15 phone call, 11/24/15 phone call, and 12/01/2015 phone call. The device is not available for evaluation.